Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while downloading information with the remote monitor, the patient felt a "sharp pain like an electrical shock". The patient stopped the transmission. Follow up was conducted and the patient's clinic did not have additional information regarding the shock; no intervention is known. The monitor remains in use. No further patient complications have been reported as a result of this event.